Event description:
The customer reported that the system displayed a "charger failure" during the boot process. This error will terminate the boot sequence and prevent the system from booting to a usable state. No pt death or serious injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The battery charging system was evaluated and recalibrated. The system was tested and found to be working as intended and returned to service.